Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.

Event description:
It was reported that during a convert from a gastric band to gastric bypass procedure, the strain relief was free floating along the tubing. There was no patient consequence.